Event description:
A scan error message was reported with the adc device and therefore customer was unable obtain readings. As a result, the customer was unable to self-treat and had contact with a healthcare professional (hcp). The hcp treated the customer with an insulin shot injection (dose/type unknown). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection was performed and no physical damage was observed on the sensor patch. Observed no failure modes upon visual inspection of the plug assembly. Data was extracted from returned sensor using approved software and sensor was found to be in state 3 (indicating the sensor was paired within the last 14 days). Attempted communication between the returned sensor and a known good reader. Observed known good reader successfully communicated with the returned sensor. Scan timeout error message was not observed. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. An extended investigation has also been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader; no trends were identified that would indicate any product related issues. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.